Manufacturer narrative:
Upon completion of the investigation, the device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
The affiliate reported: procedure: revision of insertion of vp shunt. Original procedure: tba. Revision occurred on (B)(6) 2014 by dr campbell at mater private hospital. Reason for revision: over-siphoning and the patient experienced headache. Patient initials, age, dob and gender are provided. No operative notes or medical reports available. No photos or x-ray available.